Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone power loss alarm was occurred. The blood glucose was 250mg/dl. Customer stated that she received three power loss alarms. Troubleshooting was performed. Customer stated that she inserted a new battery she declined to complete troubleshoot. The product will not returned for analysis.